Manufacturer narrative:
The field service representative (fsr) inspected the instrument and was unable to determine a single definitive cause of the discrepant result. The architect i2000sr processing module was considered the likely cause. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(6) was identified.

Event description:
The customer observed false reactive architect cmv igm result generated on the architect i2000sr analyzer for one patient. The sample was repeated on another analyzer and the results were nonreactive. The following data was provided: 20apr2023 sid (B)(6) initial result = 7.45 s/co (reactive). Repeat results (another analyzer (B)(6)) = 0.32 s/co, 0.31 s/co (both nonreactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect cmv igm result generated on the architect i2000sr analyzer for one patient. The sample was repeated on another analyzer and the results were nonreactive. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 7.45 s/co (reactive). Repeat results (another analyzer (B)(6)) = 0.32 s/co, 0.31 s/co (both nonreactive). No impact to patient management was reported.